Event description:
A week after inserted with essure I went to dr. With pain and was confirmed to have a uti. This was the first of many. 10 days after insert I awoke with what I thought was a bloody nose only to find out it was an enormous amount if clear fluid. I did not have allergies/cold. Since that time I awake everyday feeling like I have been hit in the back of my head with a baseball bat. I have irregular bleeding and periods that range from light or skipped to extremely heavy. I have had text book periods my whole life. Intercourse is extremely painful. The pain is mostly on my right side and right hip. Days before my period I have a hard time walking due to pain. Recently I went to dr. For severe pain on my right side. They did several tests thinking it was a kidney stone. Turns out I had an ecoli infection found by taking a culture of my urine. It is because of this ecoli that I began to research essure. I am reading that it can puncture the bowels. I will have more tests done soon to find out what's going on. (B)(4).

Event description:
(B)(4). I have complained about the pain on my right side since the day they were inserted, almost 6 years ago. And it's almost always right before my monthly starts. I have been to the ER numerous times thinking it was a kidney stone because I could not tolerate the pain. I have yet to have a confirmed stone being sent home with pain meds but no real cause identified. The pain became exponentially worse a few months ago with a bad uti. Bad enough it took 2 rounds of IV antibiotics with an oral antibiotic to follow. I started having chest pain and pain up in my right breast. My head is foggy and headache is constant. But the pain on my right side is almost unbearable. Feels like I am carrying a piece of barbed wire under my shirt. I have constant pinching and prickling sensation that shoots down my legs with swelling (now both of them). I often have stabbing pain like someone is taking an ice pick to my vagina. The nausea is daily but the vomiting is usually closer to my periods. I will be having a hysterectomy in a few weeks. I have very mixed emotions about this. If I had wanted a hysterectomy I could have done so 6 years ago without all of the agony, missed work and loss of lively hood. Failure to thrive has come to mind several times and I feel pretty accurately explains my last 6 years.